Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the nc tenku 3.5x12mm balloon dilatation catheter was at the de novo lesion in the moderately tortuous and heavily calcified mid left anterior descending coronary artery for post dilatation, but the tenku ruptured with the first inflation. The device was replaced with an unspecified balloon catheter to complete the procedure. There were no adverse patient effects. No additional information was provided.